Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient called about a port that was found to be broken, with a piece ending up in her lung. She had surgery to remove the device. There was a patient involvement, and patient injury was reported.

Manufacturer narrative:
Three pictures were returned for analysis. Image one showed the used port where the catheter is broken and separated from the port. Image two shows a catheter, the resolution is not clear enough to observe the type of deformation. Image three shows an x-ray image of the catheter. The complaint of segment of port having traveled to the lung can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.